Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump resulting in cartridge change errors occurring. Additionally, it was reported that resistance was experienced during the fill process. A cartridge change was performed resolving the issues. Customer's blood glucose level was 168 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge fit issue and cartridge change error issue were verified. No failure related to the reported fill resistance was identified.